Event description:
Legal counsel for patient reported that the patient underwent an initial right hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, lack of mobility, inability to walk or lie down without pain, clicking, and knee pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the right hip revision was performed on (B)(6) 2015 due to pain. Operative report further noted grey synovial fluid and grey stained synovial tissue. The modular head and taper adapter were replaced with a ceramic head and taper. An active articulation polyethylene acetabular liner was implanted during the revision procedure.

Event description:
Legal counsel for patient reported that the patient underwent an initial right hip arthroplasty on (B)(6) 2005. Legal counsel further reports patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, lack of mobility, inability to walk or lie down without pain, clicking, and knee pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.